Manufacturer narrative:
Additional FDA coding being added after investigation of device. Adding additional type of investigation code 10. This is a follow up report to add this additional code. Device received for this event is being corrected from unknown atis abutment catalog # unk atis abutment to osseospeed tx 3.5s - 11 mm catalog # 24932. This is a follow up report for this corrected information. Correcting UDI # from ni to (B)(4). This is a follow up report for this corrected information. Correcting lot # from unk to 132178. This is a follow up report for this corrected information. Correcting additional manufacturer narrative from: dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. To: therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. Section h6 was done based on the information provided by the initial reporter and our experience in the investigation of similar complaints. Product return is requested and product will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored. This is a follow up report for this corrected information. This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code -4582. Health effect - impact code - 2199. The correct codes for this complaint are: health effect - clinical code -1924. Health effect - impact code - 4621. This is a follow up report to correct these/this code(s).

Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Product return is requested and will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
It was reported that there was a fracture of an abutment.